Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was exposed to moisture and was damaged. Customer stated that the device had fallen into a lake but had worked shortly afterwards. Customer also stated the device was cracked on the back right side and the lcd screen was scratched severely. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 111 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).